Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 448 mg/dl at the time of incident and current blood glucose level was 261 mg/dl. Customer other relevant blood glucose level was 263 mg/dl and below 250 mg/dl/ customer treated high blood glucose with manual syringe. The insulin pump will not be returned for analysis.